Event description:
The manufacturer received information alleging the pre-tests had failed generating a system error code oxygen proportional stuck (e-080) on a trilogy ev300 device. The device was not in use on a patient at the time of the occurrence. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will attempt to retrieve the device for investigation.

Manufacturer narrative:
The manufacturer received information alleging the pre-tests had failed generating a system error code oxygen proportional stuck (e-080) on a trilogy ev300 device. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that oxygen blending module (obm) subassembly had led to the oxygen proportional stuck error to occur on the device. In conclusion, the device's obm subassembly was replaced to address the issue. Additionally, during the service of the device, the obm assembly was replaced for the oxygen pressure railed high (e-157) error code that was unrelated to the reportable malfunction/issue. After the obm subassembly was installed, the software was reinstalled on the device. The device was tested and passed all final testing.